Manufacturer narrative:
The device model involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
On (B)(6) 2017 in a pacemaker implantation procedure, the petite 52erjb (sn: (B)(4)) was implanted in the patient¿s right atrial appendage. On (B)(6) 2017 (B)(4) was informed by the hospital that a re-intervention was to be performed on the following day because dislodgement of the petite 52erjb had been revealed by fluoroscopy. According to the hospital, a pacemaker check showed fluctuation in the measured p-wave amplitude and instable atrial threshold values. On (B)(6) 2017 the scheduled re-intervention was performed. The petite 52erjb was re-fixed in the right atrial appendage and no abnormalities were observed in the lead measurements obtained by a pacing system analyzer. The petite 52erjb was then re-connected to the existing pacemaker. After the pacemaker pocket was closed, normal lead measurements were confirmed again by performing lead testing following interrogation of the pacemaker.